Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit had damaged doppler retractor cord. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2, h10. Corrected fields: h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and replaced assembly, tether in the hospital cart. Device passed all calibration, functional and safety tests according to factory specifications. Unit returned to the customer an cleared for clinical use.

Event description:
N/a.